Manufacturer narrative:
It is unclear if the device in question will be returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
The neurospecialist was contacted by the director of ICU regarding a concern with the hermetic plus drainage system. The system was not draining at the indicated level. The director reported the pt had enlarged ventricles due to the system not draining at the level indicated because of the excessive tubing running from the transducer stop-cock to the burette. The concern is that when the system is set at a certain level, the cerebrospinal fluid actually needs to reach a higher pressure before draining due to the length of the tubing. Additional information was received on 09/23/2004 the drainage system was changed. This incident did not prolong the patient's treatment or hospitalization.